Event description:
The customer reported that audible alarms were not functioning.

Manufacturer narrative:
(B)(4): the customer reported that audible alarms were not functioning. There was no reported adverse impact. Based on the initial investigation and in abundant caution, we are reporting this incident. Philips labeling (instructions for use) indicates that a user might use the device as a kind of central alarming device: this use is not excluded in the labeling by warnings, caution, or other text. Both obtv IFU and marketing materials support that these devices can be used for real-time alarming and alarming functions, respectively. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.